Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the iipv condition. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. An external and internal inspection was performed and passed. The cause was false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 19:50:40. During night drain cycle one, the patient's ultrafiltration reading was 1199ml, indicating the home patient (hp) drained 1199ml more than their maximum programmed fill volume of 1500ml. No further information was available.